Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the pump unexpectedly shutdown. Customer¿s blood glucose level was 300mg/dl. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.